Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer performed transducer tests and transducer calibration which failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault and high rate alarm triggered during use on a patient on the vela ventilator. The customer reported the patient was put on a back up ventilator. The customer confirmed there was no patient harm associated with the reported event.